Manufacturer narrative:
This report has been identified as b braun med inc. Internal report # (B)(4). Three used caresite valves, and one opened package identifying the reported lot number 0061347803, were received for evaluation. On all three caresite valves, cracks were observed on the female luer lock threads of the molded caresite valve body (cavity #'s 20b, 19b, and 18b, respectively). The cracks started from the bottom of the luer threads. Review of the discrepancy mgmt sys database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature noted during in-process or final product inspection. The investigation into this reported event is ongoing. Following the receipt of additional info and/or complete of the investigation a follow-up report will be filed. Note: event #'s 1 and 2 are filed under report # 's 2523676-2014-00153 and 2523676-2014-00154, respectively. Event # 3 is filed under report # 2523676-2014-00157.

Event description:
As reported by the user facility: event # 3: reports there was a large leak of chemo medication from the caresite. The location of the leak is uncertain at this time. Additional info received from the facility indicated that there was a second occurrence in which the caresite was connected to the line of a port and leaked at the access end of the caresite (where it was connected to the luer lock ending of an outlook pump set). The infusion was set for 12 hrs. At about the 10th hr, the pt noted a puddle and called the nurse. The leakage was discovered at this time. The clinician stated the chemo was a non-cytotoxic agent. The facility returned to a total of three caresite valves, indicating each valve involved a chemo leak.